Manufacturer narrative:
Product ID 399930, lot# v005883, implanted: 2006-(B)(6), product type lead product ID 377760, lot# v002902, implanted: 2006-(B)(6), product type lead product ID 377760, lot# j0546522v, implanted: 2006-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), explanted: product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), explanted: product type extension. (B)(4).

Event description:
It was reported that the patient was having seizures that started occurring about a year ago. The patient stated that she was implanted with a device that was not working. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.